Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal stenosis. It was reported that the patient was not getting stimulation since 2 days prior on (B)(6) 2016. Further follow-up is being conducted to determine the circumstances that led to the issue and what steps were taken to resolve the stimulation issue. If additional information is received, a follow-up report will be sent.